Event description:
A customer observed negatively biased results from a proficiency fluid tested on the vitros 250 analyzer. Biased results of the magnitude and direction observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event.

Manufacturer narrative:
Investigation into this event showed that a wash error condition code was generated with the erroneous test result. Dilution of the sample and repeat analysis also yielded a negatively biased result and a we condition code. Review of calibration data from both testing dates reveals an atypical slops and curvature that can result in biased results at the upper and/or lower extremes of the reportable range. The customer did not wish to troubleshoot the event further, due to discontinuation of phyt testing. Root cause of the event was calibration related, though the exact cause of the atypical calibration was not determined.